Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set tubing was damage at the end on (B)(6) 2025 resulting in tubing leakage. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available